Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a sling was implanted to treat pelvic organ prolapse and stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.